Event description:
On (B)(6) 2012, it was reported that the vibroalam on the patient's infusion device is not functioning. There are no other problems with the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Product was received on (B)(4) 2013. The technical investigation showed, that vibrator had a temporary electrical interruption. The interruption is caused by a broken cable/connector of the vibrator.